Event description:
Paramedics attempted to use the device to administer external pacing to a pt diagnosed with an ECG rhythm changing between asystole and pea. The device allegedly displayed a connect electrode alarm and pacing was inhibited. The pt was not resuscitated. A clinical review of the reported event was performed by medtronic physio-control. It was determined that the reported malfunction did not likely cause or contribute to the pt's outcome based on the pt's condition and viability.